Event description:
It was reported that the patient underwent a heart transplant procedure, and the device was removed. The device was alleged to be defective. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.